Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an error alarm and the piston was not functioning properly. Blood glucose level at the time of the incident was over 500 mg/dl. The customer was advised that this was normal insulin pump behavior due to programming and the device being stored without a battery. The insulin pump was not replaced or returned for analysis.